Event description:
It was reported when using the pyxis medstation es system, the malfunctioning keys on the device's keyboard hindered users from logging in and accessing patient medication. The customer reported that the malfunction caused a delay in the administration of medication to the patient, which consequently impacted patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was already been resolved. The field service engineer confirmed that the customer had resolved the issue by restarting the device. The system functioned as intended after customer resolved the issue.